Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the stimulation was not working as intended. Patient stated that they had a new implant put in a couple months ago and it hadn't worked since and they were not getting any relief. Patient said that the intensity was set at 2.1, but the stimulation vibrated so much that it kept them awake at night and they had insomnia so they could hardly sleep anyway. Patient confirmed that they tried changing groups/programs, but they were still not receiving the stimulation where it needed to be. Agent reviewed role of rep and provided the nas phone number for their doctor to call. The patient was redirected to their healthcare provider to further address the issue and to meet with a medtronic representative in person for reprogramming to better optimize their therapy. An email was sent to the local field reps for visibility and for a patient callback request. Agent attempted to gather the implant replacement information but the patient was unable to gather their ID card; agent advised patient to callback in the future to update their device information. An email was sent to device registration to update the patients managing healthcare provider. Rep responded and noted they would contact the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that patient was seen on feb 17th hcp's office. Her settings were changed to not feeling stim at night and address her pain for which it was implanted.